Manufacturer narrative:
Hologic investigated this issue through a log review effort from both ts and pas. Ts noted no reagent, kinetic, or hardware issues. Ts also noted a mix of low positives (586-752 rlus) and negatives in the 290s rlu range in this wl pointing towards low target samples being the likely root cause of the issue. Pas reviewed the logs and suggested the samples in question likely did not repeat due to low target concentration or sample mishandling. Customer cleaned touchpoint areas and swapped out the sample shield. Customer continued to run/monitor the instrument with no further issues being reported.

Event description:
On (B)(6) 2023, the customer noticed a spike in sars tma (ml: 323084) positive samples in wl (B)(4) there were 11 positive results out of 52 samples using panther instrument sn: (B)(4). Customer released the results from this wl to patients but decided to retest the samples using the same sample tubes and reagent kit. Customer sent logs of the wl for review. Customer released the results from the wl and found no reason to amend the results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer did not inform hologic of any patient impact or treatment given. There were no reported or associated adverse events.